Manufacturer narrative:
Device evaluated by manufacturer: the lotus edge device handle number (24098898-23) was returned for evaluation. The device was returned in a sheathed configuration without the bottle. The outer sheath was inspected and it was noted that the outer sheath tip was damaged and pushed in a proximal direction. A kink was noted in the outer sheath 30 cm proximal to the outer sheath tip. No other issues were noted with the device.

Event description:
It was reported that the valve kinked and had difficulty advancing. A 23mm lotus edge valve (lot 24133288) was selected for a transcatheter aortic valve replacement (tavr) procedure. During advancement of the lotus edge valve through previously placed bi-lateral iliac stents, the lotus edge valve had difficultly advancing and kinked. The valve was replaced with another 23mm lotus edge valve and the procedure was completed successfully. Patient had a left bundle branch block following the procedure and was later treated with a pacemaker. It was further reported that the patient had a severely tortuous anatomy. The patient had stents placed in both iliacs all the way up into the aorta. Pre balloon valvuloplasty was completed, in accordance with the instructions for use. It was a tight fit for the lotus edge valve.

Event description:
It was reported that the valve kinked and had difficulty advancing. A 23mm lotus edge valve (lot 24133288) was selected for a transcatheter aortic valve replacement (tavr) procedure. During advancement of the lotus edge valve through previously placed bi-lateral iliac stents, the lotus edge valve had difficultly advancing and kinked. The valve was replaced with another 23mm lotus edge valve and the procedure was completed successfully. Patient had a left bundle branch block following the procedure and was later treated with a pacemaker.